Manufacturer narrative:
According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a radial jaw 4 pulmonary biopsy forceps was used in the lungs during a bronchoscopy procedure performed on (B)(6) 2020. According to the complainant, the patient was suspected to have a malignant tumor in the lung. During the procedure, after 12 biopsies were taken, the patient began to bleed. Ice water lavage was used to slow the bleeding and the scope was removed. The patient then began to bleed from the nose and mouth. The physician was unable to re-intubate the patient. The patient was unable to be resuscitated. The patient expired at approximately 12:30 on (B)(6) 2020. No further information has been obtained despite good faith efforts.

Event description:
It was reported to boston scientific corporation that a radial jaw 4 pulmonary biopsy forceps was used in the lungs during a bronchoscopy procedure performed on (B)(6) 2020. According to the complainant, the patient was suspected to have a malignant tumor in the lung. During the procedure, after 12 biopsies were taken, the patient began to bleed. Ice water lavage was used to slow the bleeding and the scope was removed. The patient then began to bleed from the nose and mouth. The physician was unable to re-intubate the patient. The patient was unable to be resuscitated. The patient expired at approximately 12:30 on (B)(6) 2020. No further information has been obtained despite good faith efforts. Additional information received february 07, 2020: the biopsies were taken in the right upper lobe. According to the physician, the patient was expected to bleed due to the nature of the lesion, a malignancy. Additionally, the physician confirmed that there were no issues with the forceps.

Manufacturer narrative:
Block h2: block b5 have been updated based on additional information received on february 07, 2020. Block h10: according to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed. Block h2: correction block b5: the original event description for supplemental-001 that was sent on march 03, 2020 was edited in error. The event description has been corrected to the original event.

Manufacturer narrative:
Block h2: block b5 have been updated based on additional information received on february 07, 2020. Block h10: according to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a radial jaw 4 pulmonary biopsy forceps was used in the lungs during a bronchoscopy with biopsy procedure performed on (B)(6) 10, 2020. According to the complainant, during the procedure, a biopsy was performed for a suspected malignant tumor. After the first biopsy, the site began to bleed. Ice water flush was used to slow the bleeding. A second biopsy was then taken and more bleeding occurred. Ice water flushes were used again. A rapid response team was called and the patient was stabilized. The patient was then brought to the post anesthesia care unit and was released from the hospital on the same day. There were no reported issues with the device. Additional information received february 07, 2020: the biopsies were taken in the right upper lobe. According to the physician, the patient was expected to bleed due to the nature of the lesion, a malignancy. Additionally, the physician confirmed that there were no issues with the forceps.